Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate showing 40 units instead of the expected 170 units. There was no reported adverse impact to customer's blood glucose level. Caller was instructed to disconnect and deliver a 10.2 unit bolus to see an updated insulin estimate, which remained at 40 units, confirming a discrepancy greater than 30 units. Caller completed steps to remove air from the cartridge and was advised to use room temperature insulin. Caller declined to load a new cartridge and chose to continue using the current one, with the option to follow up if necessary.